Event description:
A us distributor returned a monitor and reported monitor does not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (lcd screen blank) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was the u608 had no output. Reporting out of abundance of caution. The root cause of the defective u608 component cannot be positively identified. There was no adverse event that resulted from the damaged monitor.